Event description:
Report 1 of 2 received of an infection. The physician achieved arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure in 2004. The following month it was reported that the pt presented to the hospital with groin swelling and a fever. The pt stated that they felt a "pop" in the groin on an unspecified date after the procedure. The groin was cultured and was positive for methicillin resistant staphylococcus aureus. The pt was placed on an unspecified intravenous antibiotic. On an unspecified date, the pt was taken to surgery for debridement of the groin. The surgeon stated that the artery did not require any repair. The pt remains hospitalized to date and is reported to be improving. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch submission, the following info was received: it was reported that the pt was discharged from the hosp during the week of 3/8/2004 and is doing well to date.